Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension.

Event description:
Additional information received reported that the healthcare provider (hcp) did a revision surgery on (B)(6). The hcp ended up replacing everything; new implantable neurostimulator (ins), lead, and extensions. The patient was doing well. The cause of the event was not really determined. The ins was flipped a little bit, but the hcp just decided to replace everything since he had to go in there anyway.

Event description:
It was reported that there was a problem with communication and an implantable neurostimulator (ins) overdischarge was suspected. The patient stated the machine in her body just shut off and stimulation stopped which happened in the middle of the night on (B)(6). As soon as it happened the patient attempted to use the programmer but it would not communicate. The patient attempted to use the implantable neurostimulator recharger (insr) to recharge the ins but that would not communicate either. While on the phone the patient attempted to communicate with the programmer and insr but neither device would communicate. The patient was seeing the poor communication screen on the programmer and seeing the reposition antenna screen on the insr. The last time the patient recharged the ins was on (B)(6) and she usually recharged about every 15 days or so. The patient met with the manufacturer¿s representative (rep) and it was reported the patient had no stimulation sensation following a fall about three weeks prior to (B)(6). The patient did not fall on the ins but the patient thought the ins may have flipped. The rep. Was advised to try a short physician mode recharger (pmr) and antenna locate (al) test but there was still no telemetry. The patient reported she would normally get eight coupling bars. An x-ray was recommended because of the suspected ins flip. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.